Event description:
Reportedly, the instrument fired correctly but would not open up after firing. Procedure was converted to open to cut the instrument off tissue. The procedure was completed. Procedure: lavh. Pt status: unk.